Event description:
During the procedure, the catheter couldn't be deflected while in the left atrium. When the catheter was removed the insulation was noted to be torn, exposing internal components. The catheter was replaced to resolve the issue and the procedure was completed with no patient consequences.